Manufacturer narrative:
The device was initially reported to be returning; however, the customer reports the device is not being returned for evaluation. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: knot was untied. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, no knot was present when the plunger was pulled back. Hemostasis was achieved using a non-abbott closure device. There were no reported adverse pt effects. Though requested, no additional information was available.